Event description:
Device 1 of 4. Reference MFR report: 1627487-2013-08372. Reference MFR report: 1627487-2013-08373. Reference MFR report: 1627487-2013-08376. The pt received two anchors from the same lot number. It was reported the pt had pain in the neck and at the ipg (implantable pulse generator) site. The physician noticed an open wound that was exposing the ipg. The physician addressed the wound; the pt was placed on IV and oral antibiotics. In addition, the physician examined the pt's neck at the anchor site and noticed the presence of calcification and scar tissue. Follow-up identified the pt's entire occipital system (off-label use) was explanted. The pt was doing well and the wounds were healing.

Manufacturer narrative:
Eval codes: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. The complaint was not confirmed. As received, the ipg was in good condition and did not reveal any anomalies that would contribute to the issue. There were no alleged functional complaints; therefore, no functional testing was performed. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records.